Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, the patient had an acute stent thrombosis (st). The lesion being treated in the index procedure was a 3.5x14mm, 100% stenosed lesion located in the proximal left anterior descending artery (prox lad). The physician treated the target lesion with pre-dilation and successful placement of a taxus express2 8.8% 3.5x20mm drug eluting stent. 3 hours after the initial implant procedure the patient started to complain of heavy chest pain recurrence. The control angiography revealed in-stent thrombosis. The repeat balloon angioplasty was performed with success. The physician re-stented the target lesion with a 3.5x20mm avita stent. Abciximab, bivalirudin and heparin was administered during the procedure. Patient recovered on the same day. There were no other reported complications. Patient was taking aspirin and clopidogrel before and after the procedure. In the opinion of the physician the relationship of the st to the taxus stent was probably. Other possible cause could be insufficient anticoagulation provided by bivalirudin. The taxus stent was used after the expiration date.